Event description:
It was reported that the customer was hospitalized for high blood glucose of over 999mg/dl. It was stated that the customer's insulin pump was not functioning and the customer does not remember getting any error alarm. It was stated that the customer has been transported to a rehabilitation facility, and she is doing fine. Troubleshooting was not performed at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.